Event description:
Had lasik surgery on both eyes. Floaters increased after surgery and now for the past 6 months, I have experienced a large floater in my left eye and recently a small one in my right eye. The floater stays in the center of my vision at al times. My normal eye doctor sent me to a retinal specialist and they said my retina did not seem to be detached but if I have increased symptoms then it probably means it is detaching. I have been given no reason why this is happening at my age of (B)(6). I fear that my vision will get worse. I do believe it has to do with my lasik surgery. I have never had any vision impairments before the surgery. I have this big black blob in the center of my vision at all times, even when I close my eyes, I can see this floater. (B)(6).